Event description:
It was reported that this pacemaker was explanted and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned.